Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-03726). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was observed to have reached premature eri and eos in (B)(6) 2014. The battery longevity two years prior was 7-8 years remaining. Low impedance were observed on all leads due to insufficient battery voltage for measurement. The device was explanted and replaced.